Event description:
Patient presented to the physician with a granuloma at the neck incision site, with suspicion of underlying infection. Physician brought the patient into the or, excised the granulation tissue, and closed the incision. Patient returned for a follow-up appointment post-revision procedure, and the stimulation lead was found to have eroded through the skin at the neck incision site. Physician brought the patient back into the or, repositioned the stimulation lead deeper, re-sutured, and closed the neck incision.